Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient didn't use the device very long because it didn't work for the patient. The caller stated that the patient "hadn't" used the device in years and wanted to know if they could attempt to use it again. The caller said the patient is constantly peeing, and there is no end to it. The caller mentioned the patient complains of pain in their back but stated it they were unsure if it's because a lead had moved or from something else. The caller stated the patient wears 2 pads and depends and is still leaking through. The agent reviewed general programming guidance and offered assistance, but the caller stated that they were familiar with how to make adjustments. Caller stated that they would charge the external components up and try to adjust stim to see if they could improve the patient's symptoms.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2p0av implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-apr-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.